Event description:
Medical affairs was unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Based on the info provided, this case is being reported as a malfunction. Pt was unable to power on the meter. Pt was experiencing symptoms which consisted of headache. Paramedics were called and pt does not recall the reading on the paramedic's meter. Pt is unwilling/unable to answer whether they had received treatment. Customer service checked the batteries and meter still has no power. Customer service was unable to resolve the issue and sent pt a replacement meter. There is no evidence of a serious injury.